Manufacturer narrative:
After investigation by MFR, it was noted that there is aftermarket seating on this chair. The seating is causing the client to be pushed well forward on the chassis which is causes a significant forward weight bias. Anti-tip wheels have been installed on this chair to help prevent future events.

Event description:
Client says she was going down the ramp to her van when the chair tipped forward causing the foot plates to flip up and break her ankles.